Event description:
It was reported to philips that the device would not power on and when the customer attempted to switch batteries, no change was noted. The device still would not power on. There was no reported adverse patient impact.